Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the pph procedure? ¿ since the product launch. What grade of hemorrhoids did the patient have? ¿ don´t know. Was the device difficult to close? ¿ the device closed as it should. Was the device difficult to fire? ¿ the device fired as it should. Did the surgeon wait 30 seconds before and 20 seconds after firing? - yes. Were any staples observed on the half that was not stapled completely? If so, please describe the form. ¿ no. What was the appearance of the staples of the half that was stapled? ¿ b shape. Was the tissue completely transected? - yes. Was a complete washer transection confirmed? N/a . Was bleeding identified? ¿ of course. If so, what was the amount of the blood loss? - ~50ml was a transfusion required? ¿ no. Why was the patient admitted overnight? ¿ to evaluate any negative clinical outcome after the fail of the device. What is the current status of the patient? ¿ the patient was evaluated again in the morning after procedure. Everything went fine.

Event description:
It was reported that during the hemorrhoidectomy, the user (doctor) used the device, which cutted the hemorrhoids but did not stapled completely, leaving half circle without any staples. The half circle not stapled by the device was closed using sutures. Ambulatory patient that has to stay 1 night at the hospital to evaluate if there will be any consequences.

Manufacturer narrative:
(B)(4). Batch # r57l5z. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.